Event description:
Bayer case number: (B)(4) unconscious [unconscious], I suddenly fell while doing the dishes [fall] , several episodes of vertigo since my implant was inserted, [vertigo] , fell again [fall] , remained unconscious for 20 minutes [unconscious] , malaise [malaise] , epilepsy [epilepsy] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 29-apr-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of several episodes of loss of consciousness ("unconscious" and "remained unconscious for 20 minutes") in an adult female patient who had essure inserted (lot no. 623216) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009 she experienced a first episode of loss of consciousness (seriousness criterion medically important) and a first episode of fall ("I suddenly fell while doing the dishes"). On (B)(6) 2025 she experienced a second episode of fall ("fell again") and a second episode of loss of consciousness. On (B)(6) 2025 she experienced malaise ("malaise"). On unknown date she experienced vertigo ("several episodes of vertigo since my implant was inserted,") and epilepsy ("epilepsy"). At the time of the report, the outcomes for these events or their latest episode were unknown. No causality assessment was received for essure with regard to the first episode of fall, the first episode of loss of consciousness, vertigo, the second episode of loss of consciousness, malaise, the second episode of fall or epilepsy. The reporter commented: my current status means that I am diagnosed as epileptic and must take lifelong medication. I am wondering about the cause-and-effect relationship of the essure implant. Diagnostic results (normal ranges are provided in parenthesis if available): [electroencephalogram] on (B)(6) 2009: nothing found in 2009. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received, the investigation might lead to destruction of the sample if required to perform a proper analysis.